Event description:
The user facility claimed that five to six pts sustained small burns on their bowels after having undergone diagnostic colonoscopies. The pts were reported to have been examined on the same day using the same light source and video processor, but with the use of four different colonoscopes. The user facility personnel further reported that the light source, video processor and colonoscopes were evaluated and appeared to be in good working condition. The light source and video processor were reported to have been checked and found to pass electrical safety testing.

Manufacturer narrative:
The user facility reported that following the reported events, the colonoscopes were returned to svc, and will not be returned for eval. The video processor and light source are to be returned to olympus for eval. An olympus endoscopy support specialist (ees) has visited the facility and reviewed the processing methods for flexible endoscopes with hosp personnel. During the visit to the facility, the olympus ees inspected the subject device of this report, and noted no anomalies with the unit. The first pt that was reported to have been involved in this report was described as a female, and that she was released from the facility following the procedure. The pt was said to have returned to the facility the following day due to rectal bleeding. The pt was then admitted and was re-examined, and the physician detected a small burn-like area in the pt's colon. The pt remained in the facility for unspecified number of days. Olympus has been further informed that pathology testing has been performed on the reportedly burned tissue of this pt. The test results said to be inconclusive as to whether there was a chemical or thermal injury, but was said to have contained a plaque substance. There was no specific info provided regarding other pts alleged to have been involved in this report. Add'l comments: cross-reference MFR #s 8010047-2009-000002, -000003, -000004, -000006 and -000007.